Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that there was a visit to the emergency room due to high blood glucose. The customer reported that for two weeks, the cannulas on the infusion sets seemed to be always bending and that the blood glucose was running high. The blood glucose at the time of the hospitalization was 520 mg/dl. The customer was wearing the insulin pump at the time of the event and was treated and released. The customer changes the site per protocol but reported that the site was red. The date and time were correct. The insulin pump passed the high pressure test. No product will be returned.